Event description:
It was reported that while trying to update this subcutaneous implantable cardioverter defibrillator (s-ICD) before an magnetic resonance imaging (MRI), a notification was appearing indicating the s-ICD would not update. Boston scientific technical services (ts) was contacted, and ts helped troubleshoot the issue. Ts was able to successfully troubleshoot updating the s-ICD to MRI mode. Later, a battery depletion (bd) error was received for this s-ICD. It was also noted the s-ICD is emitting tones sixteen times every nine hours. A request was made to have the device data analyzed, and data analysis indicated this s-ICD was exhibiting premature battery depletion. Device replacement was recommended. The s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that while trying to update this subcutaneous implantable cardioverter defibrillator (s-ICD) before a magnetic resonance imaging (MRI), a notification was appearing indicating the s-ICD would not update. Boston scientific technical services (ts) was contacted, and ts helped troubleshoot the issue. Ts was able to successfully troubleshoot updating the s-ICD to MRI mode. Later, a battery depletion (bd) error was received for this s-ICD. It was also noted the s-ICD is emitting tones sixteen times every nine hours. A request was made to have the device data analyzed, and data analysis indicated this s-ICD was exhibiting premature battery depletion. Device replacement was recommended. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted and successfully replaced due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that while trying to update this subcutaneous implantable cardioverter defibrillator (s-ICD) before an magnetic resonance imaging (MRI), a notification was appearing indicating the s-ICD would not update. Boston scientific technical services (ts) was contacted, and ts helped troubleshoot the issue. Ts was able to successfully troubleshoot updating the s-ICD to MRI mode. Later, a battery depletion (bd) error was received for this s-ICD. It was also noted the s-ICD is emitting tones sixteen times every nine hours. A request was made to have the device data analyzed, and data analysis indicated this s-ICD was exhibiting premature battery depletion. Device replacement was recommended. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that while trying to update this subcutaneous implantable cardioverter defibrillator (s-ICD) before a magnetic resonance imaging (MRI), a notification was appearing indicating the s-ICD would not update. Boston scientific technical services (ts) was contacted, and ts helped troubleshoot the issue. Ts was able to successfully troubleshoot updating the s-ICD to MRI mode. Later, a battery depletion (bd) error was received for this s-ICD. It was also noted the s-ICD is emitting tones sixteen times every nine hours. A request was made to have the device data analyzed, and data analysis indicated this s-ICD was exhibiting premature battery depletion. Device replacement was recommended. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted and successfully replaced due to a product performance issue. No additional adverse patient effects were reported.